Event description:
It was reported that a user performed an accidental extra meal announcement at dinner while using the ilet bionic pancreas, after which the agent confirmed the duplicate entry and advised the user to monitor blood glucose and treat if it became low; a contemporaneous blood glucose reading of 85 mg/dl was noted. Symptoms included risk of hypoglycemia due to potential excess insulin dosing following the duplicate meal announcement. Outcomes included user self-monitoring and education without alarms, injury, or hospitalization. Investigation included review of system reports and user coaching on appropriate meal announcement use. Investigation of this case revealed user error related to duplicate carbohydrate entry, with the device functioning as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.